Manufacturer narrative:
On (B)(6) 2018, a siemens customer service engineer (cse) was dispatched to the customer site to address an aliquot drain overflow error, which was caused by a clot in the aliquot drain. On 29-may-2018, the customer contacted the siemens customer care center (ccc) to notify siemens about discordant vancomycin results obtained on (B)(6) 2018 and (B)(6) 2018. The ccc specialist reviewed the results and calculation data and determined that the discordant results were obtained from two different reagent well sets. Upon the ccc specialist's instructions the customer checked the vertical motor, linear bearing and movement of the vertical motor, which were functioning properly. The customer also performed check 1 on reagent arm 1 and photometer, which were acceptable. The ccc specialist ran a service method testing on server 1, which failed. The cse was re-dispatched to the customer site. After analyzing the instrument, the cse replaced the reagent arm 1 and sample probe 1 mixers. The customer had also mentioned about the issues with reagent arm 1 horizontal motor. The cse had to replace the reagent arm 1 due to a broken mixer arm and motor failure. The hsc specialist reviewed the event data and service report and determined that the potential causes of the discordant results could have been due to one or combination of the following factors: poor sample quality and/or pre-analytical sample handling issues, clogged aliquot drain, failure of reagent 1 arm, and/or poor performance of sample 1 mixer. The customer did not have any further issues. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. MDR 2517506-2018-00388 has been filed for the same event.

Event description:
Discordant, falsely low vancomycin (vanc) result was obtained on a single patient on a dimension vista 1500 instrument. The initial result was reported to the physician(s), who questioned the result. On the same day, redraw 1 was obtained from the patient and was tested on the same instrument, resulting higher. On (B)(6) 2018, redraw 2 was obtained from the patient and was run on the same instrument, resulting falsely low. The discordant, falsely low result was reported to the physician(s), who questioned the result. On (B)(6) 2018, redraw 3 was also obtained from the patient and was run on the same instrument, resulting higher. The original sample and redraw 1 were repeated once on the same instrument and twice on the alternate instrument, resulting higher each time. The result obtained with redraw 1 and redraw 3 were reported as the correct results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin results.